Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
During a site visit, it was reported to a bd representative that air-in-line issues are occurring in the inpatient pediatrics unit. There was no patient involvement. And no further information is available.